Event description:
An optometrist reported that a pt presented, having removed contact lens, experiencing moderate pain, watery discharge & moderate redness upon awakening in their right eye for 1 day prior associated with wear of focus night & day lenses. Peripheral ulcer with pinpoint staining diagnosed & treatment with ciloxan 1gtt q15 for 6 hrs, q2h for 6 hrs & q2h overnight. In 05/03 follow up visit, visual acuity reported as 20/20 & pt referred to ophthalmologist. There grouped peripheral ulcers, approx. 2 mm in size, anterior stromal in depth with staining over the entire infiltrate diagnosed. There was a mild anterior chamber reaction noted & treatment begun with vancomycin q1h in addition to ciloxan q1h. Pt instructed not to sleep in contacts. Next day infiltrate clearing, continue meds on reduced schedule in 05/03 continued improvement & begin decreasing meds. In 05/03 much improvement, discontinue vancomycin & decrease ciloxan. In 05/03 vancomycin 3 more days & discontinue ciloxan when runs out. Event resolving with faint scarring & visual acuity 20/40 with old spectacles. No further info is available.